Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported since they got the implanted it's not doing as much as they thought it would and was having more pain now than before. Patient mentioned they were still having bad pain in some parts of the pain and the stimulation was not doing the trick that they thought it would do. Patient stated when they had the trial they didn't feel pain at all but besides it in their back. Patient noted they were having problems with their leg, back, and hip and some places that hurt bad before didn't hurt as bad as they do now. Patient mentioned they still had pain in their ankle before they got the stimulator and now they had stim in their leg but in certain spots where it was so unbearable before it was not there now like they had pain on their rear end and it was horrible. Patient said they would do this again to get rid of those pain so they could hardly walk very far now because it hurts but they don't keep falling because of their foot being so numb. Patient also mentioned they kept falling because their foot was numb when they were connecting and they couldn't tell if they were walking or not. Patient mentioned some days the stimulator helped and they were still taking pain pills and other pain medicine because they could not do without them. Patient mentioned the vibration made their whole body shake and they felt like they were a nervous wreck and the manufacturer representative (rep) kept switching the stimulation on them and it wasn't doing the tricks that the patient thought it was going to do. Patient mentioned they saw the healthcare provider (hcp) twice since the surgery but they had been back twice because they had an infection in the back so they were concerned about what was going on. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they got a call from patient who only said to the manufacturer representative (rep) that they were in the hospital to have the device removed.